Manufacturer narrative:
This report is submitted on 28 july 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to partial insertion of the electrode array. The patient was re-implanted with another cochlear device.